Event description:
The customer returned product fora damaged battery compartment, during physical inspection it was found that the upstream uso) seal was buckling. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs. The event history log (ehl) found nothing related to the reported issue. Visual inspection identified a buckling upstream occlusion (uso) seal. The upstream occlusion seal was replaced. The dso/uso sensors were also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.